Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had a motor error alarm. The customer's blood glucose level was 600 mg/dl and was treated with manual injection. The customer¿s other blood glucose was 513 mg/dl. The declined troubleshooting for high blood glucose. The customer stated that they were at work and an alarm went off and it said malfunction. They rewound it and then it was back to the normal screen. The customer was able to complete pump rewind. The drive support cap was reported to be normal or slightly indented. The insulin pump was not exposed to strong magnetic field or magnetic resonance imaging. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.